Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot was performed and the following was found: review of lot 15262910 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No nonconformance records were issued for this lot. No excursions were found for lot 15262910. Outer member subassembly lots 15253497 and 15256651 were reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Polyimide guide wire lumen subassembly lot 15249886 was reviewed. It was observed during review that no nonconformance was generated and no other incidents were noted that could be potentially related to the complaint reported. (B)(4).

Manufacturer narrative:
The product was returned for analysis; therefore, has been updated. When the package was opened, the stent edge of smart control was prematurely released from the stent delivery system (sds). Therefore, another smart control stent was opened and the procedure was completed successfully. The complaint product was not clinically used. The device was stored per the instructions for use. It was unknown if there was any damage noted with the packaging prior to use. One non sterile unit of smart control 10x40 mm was received coiled in a plastic bag. Locking pin was not placed, but it was received in the same bag. Stent was partially deployed 2.5 struts, about 0.6 cm; distal tip was uncannulated, outer sheath was kinked and partially broken/fractured at 4.6 cm from ID band. Blood residues were found at handle. No other discrepancies were found. The usable length of the stent delivery system was measured and it was found to be 81.7 cm, which is within the specification of (B)(4), per drawing (B)(4) rev.9. Functional analysis was not performed due to during the attempt to deploy the stent, the outer sheath was separated (completely broken/fractured) on the same area where it was kinked. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "deployment difficulty-premature/prior to use" reported by the customer was confirmed, the cause could not be conclusively determined; however it does not appear to be manufacturing related, controls exist in the manufacturing process to prevent this type of failure as well are inspections in place to detect it, reference procedures documented in route sheet # (B)(4) rev.16. The cause of the kink and partially broken/fractured condition found during the visual analysis could not be conclusively determined but it could be due to the coiled condition of the unit received for analysis. Neither the DHR review nor the analysis suggests that the failure could be related to the manufacturing process of the product; therefore, no corrective / preventive actions will be taken at this time. Note; product analysis reported "outer sheath was kinked and partially broken/fractured at 4.6 cm from ID band..." The qualrap confirmed that the broken/fractured outer sheath was not reported by the customer. The only reported complaint was the prematurely released stent. With the information available it is not possible to draw a clinical conclusion between the device and the event. However, this might have been caused during shipping, storage, or handling of the returned unit.

Event description:
When the package was opened, the stent edge of smart control (complaint product) was prematurely released from the stent delivery system (sds). Therefore, another smart control stent (unknown lot number) was opened and the procedure was completed successfully. The complaint product was not clinically used. There will be a product return. The device was stored per the instructions for use. It was unknown if there was any damage noted with the packaging prior to use.